Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. On (B)(6) 2026, the patient was incoherent and couldn´t remember details of the event. The patient reported a reading of 500 mg/dl but was not sure if it was the cgm or bg meter. The patient was sent to the hospital because of the event but cannot recall the details. At the time of report, the patient¿s condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.